Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified procedure, a metal part of the jaw detached from the thunderbreat front actuated grip type s. There were no reports of any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Corrected data: d7a additional data: d4 lot, d4 expiration date, d8, d9, h3, h4 the device was returned to olympus for inspection, and the reportable malfunction not confirmed. However, an additional unrelated reportable malfunction was observed: the tissue grasping insulated material was split, cut and torn; a small piece is ripped off. Based on the results of the investigation, the damaged insulation was attributed to stress related problems, however, a definitive root cause could not be established for the observed malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional info received.